Event description:
A falsely elevated troponin I result of 5.4 ng/ml was obtained on a pt sample. The result was not reported to the physician. The same sample was tested on the same instrument and results of 0.01 and 0.01 ng/ml were obtained. The same sample was tested on an alternate methodology and a result of 0.00 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The most likely cause for this event was pre-analytical sample handling issues.